Manufacturer narrative:
Evaluation completed. Two 25ga bi-blade vit cutters were returned loose in a plastic bag. Cutter lot x2127, se5625b, is handwritten on the returned label. The tip protectors were not returned. Visual inspection found both of the cutters dirty with particulates and dried solutions all over and fluid in the tubing. Most of the tubing on one cutter had been cut off and was not returned. There was approximately 1.5 inches of tubing remaining attached to the back of the cutter. There was tape around the needle on this same cutter. The needle was bent. The second cutter needle was also bent. A functional test was performed using a stellaris elite system. The cutter did not cut. The inner needle was binding up and preventing cutting. It should be noted that a bent needle could contribute to poor cutting performance due to friction between the inner and out needle assemblies. Due to the returned condition, and evidence of use, the cause of the bent needles cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The device has been returned, but not evaluated yet. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is ongoing.

Event description:
The user facility in the united kingdom reported a faulty cutter during procedure. Additional information confirmed the cutter continued to aspirate while the fault occurred. There was no medical intervention required, no impact or injury to the patient.

Manufacturer narrative:
The device was requested but has not yet been returned. Manufacturing and sterilization records were reviewed and found to be acceptable. This investigation is ongoing.